Manufacturer narrative:
Corrosion was discovered within the motor and sockets and the rotor assembly was found to be damaged. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint system.

Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer, it was found t run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.